Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. Noise was also observed on the high voltage channel of the lead. Boston scientific technical services (ts) discussed troubleshooting options. The patient was seen for an in clinic follow up. Review of device memory revealed that the lead exhibited only one out of range impedance measurement. All impedance measurements after have been in an acceptable range. No adverse patient effects were reported. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.